Event description:
Customer's mother called regarding no delivery alarm. The current blood glucose reading was 128 mg/dl. The insulin pump alarms motor error during bolus. Caller reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 75 mg/dl. Customer had a seizure, unconsciousness and muscle tightening. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarms noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.